Event description:
Received information that an altitude alarm occurred. There was no impact to customer's blood glucose level.

Manufacturer narrative:
Follow up with customer indicates that customer resumed insulin and no further altitude alarms occurred. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.